Manufacturer narrative:
During the revision surgery, two loose locking caps were noted. It was reported that the dissection during the revision surgery was difficult and was not sure if the dissection contributed to the loose locking cap. Method: no devices were made available for investigation. Conclusions: no devices or further information were made available for investigation, the loosened caps could not be investigated further.

Event description:
The patient was revised to perform additional decompression approximately two weeks after initial surgery. The allograft and one-level snowcap plate was removed to implant a two-level snowcap plate and peek implant as part of a full corpectomy.